Event description:
It was reported to philips that during a complex prostate artery embolization procedure, the imaging did not transfer to the workstation for the physician to review. The procedure was aborted and rescheduled, resulting in delayed treatment. The report indicated that there was patient harm; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated the reported issue. The reported harm alleged was noted to be the abortion and rescheduling the embolization procedure with the urinary catheter remaining in place until the procedure was completed, prolonging the patient¿s symptoms. Despite multiple follow-up attempts, no additional information regarding the patient¿s status has been provided. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The root cause was identified as the interventional workstations 3dws haswell copper tpm (computer) not booting. To resolve the issue, the fse replaced the 3dws haswell copper tpm, reinstalled the software and applications, and performed 3d calibrations. The system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.